Event description:
During a surgical procedure, when the trendelenburg function button was pressed, the table top was reported to have dropped straight down between 6" - 14". There was no pt injury reported, but the procedure was aborted after the incident.

Manufacturer narrative:
The table was evaluated by a berchtold corp. Service technician on (B)(4) 2011 after the incident at the location where the incident occurred. The table is in good physical condition. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The table has been returned to the berchtold corporation facility in (B)(4) for further eval.